Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clips. The customer tried multiple times. The issue started in the middle of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The type of clip involved with the reported event was a large purple hem-o-lok clip. A clip fell inside the patient's abdomen two times. Both clips were retrieved by the surgeon during the same surgical procedure. The event did not occur while the surgeon was attempting to apply a clip to tissue or a vessel. The customer completed the surgical procedure using a new clip applier instrument. There are no photo or videos for review.